Event description:
The customer reported that their device would immediately enter into the setup mode upon boot up and would not accept the passcode. The device would not go into the normal use mode and could not be used on a patient, if required. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control replaced the interface pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.